Manufacturer narrative:
(B)(4). Medical device expiration date: unknown. Initial reporter: address unavailable. Bd corporate address used. The initial reporter also notified the FDA on 31 december, 2018. Medwatch report # mw5082900. Device manufacture date: unknown. Investigation summary: level b investigation: complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_3__; occurrence: unable to perform complaint lot history check due to unknown lot number for allergic reaction. Investigation summary: no samples (including photos) were returned; therefore, the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR due to unknown lot number. Based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time investigation conclusion: information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that unspecified bd¿ pen needle was used by the patient and once the patient started the medication a rash appeared all over their body. The patient went to a dermatologist and got a steroid shot.